Event description:
A bi-ventricular assist device patient was sitting in a chair about a week prior and fell to their left side. They sprained their wirst while trying to catch self. The left ventricular assist device (lvad) was noted to have a star-like crack in the area where the drive line attaches to the pump. No effect on patient; lvad drive pressure-230 mmhg, vacuum pressure-14-19, flows 5.8-6.0lpm, beat rates in the low 80's, pressures in the 106-116 range.